Manufacturer narrative:
The technician found the right foot siderail not latching due to the center arm being damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the center arm to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the right foot siderail would not latch. The bed was located at the account in the 2nd floor hallway. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).